Event description:
The customer reported that the roller clamp is not stopping the flow of fluid. No harm or injury was reported.

Manufacturer narrative:
The suspect device has not been returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation has been completed. Method - process evaluation.